Event description:
A nurse in ER attempted to use the hospira symbiq pump. When the pump was first turned it displayed a white screen with the message "device malfunction: software error." The pump was brought down to biomedical engineer to verify problem. This unit can not be fixed and the message will not go away by turning the unit on and off several times. Each occurrence of this event requires us to send each pump into hospira for repair. This event correlates with report 1601170000-2010-8002.====================== health professional's impression======================the device failed when a staff member was attempting to use it.====================== manufacturer response for infusion pump, symbiq======================to send the pump in and have it repaired.

Event description:
A nurse in ER attempted to use the hospira symbiq pump. When the pump was first turned it displayed a white screen with the message "device malfunction: software error." The pump was brought down to biomedical engineer to verify problem. This unit can not be fixed and the message will not go away by turning the unit on and off several times. Each occurrence of this event requires us to send each pump into hospira for repair. This event correlates with report (B) (6).====================== health professional's impression======================the device failed when a staff member was attempting to use it.====================== manufacturer response for infusion pump, symbiq======================to send the pump in and have it repaired.